Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately five months post implant of an implantable pulse generator (ipg) system with an absorbable envelope and vegetation on the leads. Cultures were taken, medication administered and a drain was used. The ipg system was removed and will be replaced at a later stage. No further patient complications have been reported as a result of this event.